Event description:
During surgical procedure the disposable "ureterscope" stopped working. The disposable scope was in use for approximately 10-12 min inside the patient, working properly and then the monitor screen went blank. The guidewire, stone basket and disposable scope were all in the left ureter/kidney. The flexible ureteroscopy monitor was turned off, turned on, scope unplugged, replugged in, cords wiggled, etc. Without success. The renal calculi was inside the stone basket, but due to the malfunction, the stone basket needed to be cut free to remove the nonfunctioning flex ureteroscope. A non-disposable flexible ureteroscope was used instead. The retained stone basket had to be removed later during the surgical procedure. This event prolonged the time patient was in surgery.